Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial sodium result was 163 mmol/l, potassium was 4.77 mmol/l, and chloride was 77.0 mmol/l. These results were reported outside the laboratory. The patient was in the ed and the physician immediately tested the patient on the istat analyzer with a sodium result of 139 mmol/l, potassium 4.1 mmol/l, and chloride 97 mmol/l. The physician then called the laboratory to question the sodium result that they reported. The laboratory repeated the patient sample on the same analyzer and the sodium result was 141 mmol/l, potassium result was 4.10 mmol/l, and chloride was 93.8 mmol/l. The sample was repeated on the cobas 6000 analyzer and the sodium result was 140 mmol/l, potassium result was 4.19 mmol/l, and chloride was 93.0 mmol/l with a data flag. The customer stated the sample looked slightly lipemic and after she recentrifuged it, she could see small particles floating around in the plasma. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative ran an ise check with results within specification. A specific root cause could not be identified. It was noted the repeat results recovered in the opposite direction from the initial results. Possible causes of this type of behavior include air in the sample channel, leakage current coming from the waste, or old and/or expired reference electrode.